Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced abdominal pain following the implant procedure. The physician believes this was caused by a combination of spinal stenosis, bone spur and the placement of the surgical lead. The surgical lead was replaced with a percutaneous lead. The patient reports relief from the abdominal pain since then and continues to use their device to find effective pain relief.